Manufacturer narrative:
A titan touch pump and cylinders 1 and 2 were received for evaluation. A separation was noted on the shorter exhaust tube of the pump. This was a site of leakage. Microscopic examination revealed the surfaces to be rough and irregular, indicating stress was exerted. A partial separation within abrasion was noted on the longer exhaust tube of the pump. This was not a site of leakage. Abrasion was also noted on the shorter exhaust tube and all pump strain relief areas. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo all tubing of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tube of the pump at the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot

Manufacturer narrative:
Date of event: (B)(6) 2021, exact date not provided. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a tubing break occurred on the ticker portion of the clear tubing leading from the pump to the left cylinder. The device was removed and replaced.